Event description:
Reporter alleged blood glucose measured 581 mg/dl at 5:53 am back to back with a result of 159 mg/dl performed at 5:59 am. It was stated customer did not have any breakfast as a result, however, no other actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.